Event description:
The customer observed falsely depressed architect tsh results for one patient. The following data was provided (customer¿s reference range is 0.35 to 4.94 iiu/ml): (B)(6) 2022 sid (B)(6) initial result = 3.038 uiu/ml, repeats = 4.948 uiu/ml, 4.853 uiu/ml, 4.931 uiu/ml. Additional laboratory data was provided: free t4 = 1.02 ng/dl patient had a history of high tsh results. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.